Manufacturer narrative:
The full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the distal conductor of the lead and it was not obstructed. There was blood on the proximal conductor. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut and the proximal conductor is distorted at both 35.7 and 36.5 centimeters, blood is visible in proximal conductor. The inner insulation is cut at 36.1 centimeters and blood is visible inside the distal conductor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead exhibited high impedance with gradually rising. Multiple positions were tried but the lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.